Event description:
When applying provisc into eye after insertion of lens, strings of unknown nature were coming out of prefilled syringe. Use immediately stopped. Alcon notified by facility and surgeon. Product returned to alcon for evaluation. Dose or amount: 0.55 ml. Frequency: once. Route: topical. Dates of use: (B)(6) 2010. Diagnosis or reson for use: cataract. Avent abated after use: yes.